Event description:
It was reported that customer experienced cgm error message while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, and successfully restarted sensor session, after which error did not recur and no device return was arranged.